Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break.

Event description:
It was reported to boston scientific corporation that a advanix biliary stent with naviflex rx delivery system was to be implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, while attempted to deploy the stent in the patient, the black catheter remained in the stent and the stent was not able to deploy appropriately. Another advanix-naviflex biliary stent was used to complete the procedure. There were no patient complications as a result of this event.